Event description:
Information was received from a manufacturer representative and a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a broken electrode, which was determined by measuring the impedances. During the surgery they first checked the extension by disconnecting the ins and connected a wireless external neurostimulator. There was still high impedances. After they found the broken electrode, they changed the electrode and connected it with the extension. Impedances were good. After connecting it with the ins, impedances were still good. However, every time they put the ins in the pocket, increased impedances occurred (over 30,000 ohms). When they took the ins out of the pocket, the impedances were again fine. They repeated this around ten times, and still had the same issue. There was no kinking at the leads. After they used a new ins, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: g2: the country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.